Event description:
A customer contacted baxter's technical service center regarding seeing solution on the floor. The home patient (hp) stated he pushed the transfer set back on. The technical service representative (tsr) asked if the transfer set became disconnected, or did the patient line become disconnected. The hp stated the transfer set became disconnected. The tsr asked the hp what the display reads. The hp stated end of therapy. The tsr had the hp close the clamps and explained that he will help the hp get the set out. The hp stated the transfer set is still connected. Tsr explained the hp will have to disconnect the transfer set. The tsr explained the hp will have to contact the hospital after the call. The hp stated the transfer set is disconnected. The tsr assisted with getting the set out. The tsr recommended the hp contact the hospital about the transfer set becoming disconnected at the exit site. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The condition of a leak was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.